Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neuro stimulator (ins) for non-malignant pain. It was reported that the patient has had neurotherapy for a long time. The patient inquired about metal detector/ security gate. It was reviewed. The patient stated that when driving he turned ins level down but stimulation felt like it went back up "full blast". The patient stated programmer beeps but does not show if ins is off "or does it?" The programmer was reviewed and the patient was able to turn on/off ins and programmer showed icons. No further patient symptoms or complications were reported in this event.